Manufacturer narrative:
(B)(4).. On (B)(6) 2021, the pump was returned due to patient passing away, but not alleging device. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. History download was successful using thus and carelink upload was successful. Insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, pump passed all required testing. Pump was not returned for an allegation.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2021. The cause of death was cardiac arrest. The customer¿s blood glucose was 700 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Any other relevant details to the case xxxxx. The caller agreed to return the insulin pump for analysis.